Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler, cycler set, and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler and cycler set. Additionally, there was no allegation of a device malfunction or deficiency or cycler set defect reported for this event. All patients are at risk of infection during dialysis due to a compromised immune system and dialysis techniques increasing the potential for microbial contamination. Without a positive culture growth, it is not possible to determine the etiology of the peritonitis; however, it is documented that most cases of pd related peritonitis are the result of touch contamination or a breach in the sterile technique where the patient or the patient contact inadvertently touch the connections to the pd catheter. Based on the limited information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they recently recovered from peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen at the pd clinic on (B)(6) 2021. No signs or symptoms were confirmed. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and oral ciprofloxacin (dose, frequency, and duration unknown). The pd effluent culture was negative for growth; however, resulted with an increased white cell count of 150 (unknown units). The patient did not require hospitalization for this event. The patient continued pd therapy on the liberty select cycler during recovery. The cause of the peritonitis episode was not determined. No additional information was available.